Event description:
Medtronic received information that this bioprosthetic valve, implanted 4 years, was explanted due to cuspal stiffening secondary to pannus and thrombus formation. Echocardiogram prior to explant noted that the bioprosthetic valve was well seated with probable moderate stenosis based on peak velocity across the valve of 4.2 m/s and a mean gradient of 35 mm/hg. Previous mra performed demonstrated severe bioprosthetic aortic valve stenosis. The patient had reported that they had symptoms of fatigue with some shortness of breath. Chest discomfort was denied. It was reported that there were no patient complications. The valve was returned for laboratory analysis. (B)(6).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection showed the sewing ring adjacent to the left and right cusps appeared to have been cut and/or torn during explant exposing part of the stent. All leaflets were in the closed position with a small gap between the coaptive ridges of the left and right cusps. A small pinhole was observed at the point of coaptation. The right and non-coronary cusps were stiff due to host tissue that filled the belly of the outflow. The free margins of the right and non-coronary cusps were slightly stiff but flexible. All leaflets appeared intact. The left cusp appeared slightly prolapsed along the coaptive ridge adjacent to the right cusp. All commissures appeared intact. Glistening off white pannus lined the tissue and base stitching, into all inferior coaptive areas, and 1 to 4 mm onto all cusps reducing the inflow orifice area. Remnants of pannus remained attached to the outflow rail of the left cusp and back of the left right stent post. Brown thrombotic appearing host tissue filled and stiffens the right and non-coronary cusps on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the reduced performance of the valve was attributed to a combination of pannus overgrowth and thrombus formation; these are generally considered patient-related conditions. In addition, the device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. (B)(4).